Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed and no physical damage is observed on sensor patch. Sensor plug was properly seated in the mount. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode was observed. Set the low and high glucose thresholds in the reader¿s alarm settings. Activated sensor with a known good reader and performed linearity test. High glucose results were successfully activated. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the freestyle libre 2 sensor. The customer reported that the low glucose alarm failed to trigger when he became hypoglycemic, and as a result the customer became disoriented and was unable to self-treat. The customer was treated with sugar sachet and 2 glucose gels by wife, then ate 4 figs. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported an alarm issue with the freestyle libre 2 sensor. The customer reported that the low glucose alarm failed to trigger when he became hypoglycemic, and as a result the customer became disoriented and was unable to self-treat. The customer was treated with sugar sachet and 2 glucose gels by wife, then ate 4 figs. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.